Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had right ventricular (rv) insufficiency since he was implanted. The pt was readmitted into the hospital due to a syncopal episode that resulted in a fall. The pt's ldh increased to greater than 2000, his creatine continued to rise and liver function test's (lft's) increased. The pt was administered medication and the pump speed was increased. The hospital staff suspected pump thrombus. Six days later the pt's pump was exchanged. The vad coordinator also reported that during the pump exchange that the surgeon found a thrombus on the inflow side of the pump, near the ruby bearing. The pt remains ongoing with the new lvad.